Event description:
(B)(4). Same case as MDR ID: 2134265-2013-04312. It was reported that post percutaneous coronary intervention procedure, restenosis,angina, hypertension and dyspnea occurred. In (B)(6) 2010, the subject presented with recurrent chest pain, where the subject felt a pressure-like sensation in the middle part of the chest, associated with dyspnea. The subject was diagnosed with stable angina and cardiac catheterization was recommended. In (B)(6) 2010, the index procedure was performed and the subject was enrolled in the taxus liberte study. Target lesion #1 was a de-novo lesion located in the mid left anterior descending artery with 90% stenosis and was 12mm long with a reference vessel diameter of 2.50mm. Target lesion #1 was treated with direct stent placement of a 2.50 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. On the next day, the subject was discharged on aspirin and prasugrel. On (B)(6) 2013, the subject presented with chest discomfort and hypertension, associated with shortness of breath, dyspnea and diaphoresis. The subject was diagnosed with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. The 90 - 95% subtotal occlusion of the mid left anterior descending artery involved the ostium of diagonal artery was treated with pre-dilatation using a 2.5 x 8 mm apex angioplasty balloon catheter was advanced over a 185 cm, 0.014 inch forte guidewire. Following pre-dilatation, repeat angiography revealed 80-85% residual stenosis in mid left anterior descending artery. In addition, complete occlusion of the ostium of the ¿small-to-moderate-sized¿ first diagonal branch artery with no flow past its ostial segment was observed. The complete occlusion of the first diagonal artery was treated with balloon angioplasty using a 2.5 x 8 mm apex angioplasty balloon which resulted in timi 3 flow into the diagonal. Of note, per source, repeat angiography demonstrated severe ostial stenosis of the diagonal, however there was timi 3 flow. Following this, a 3.0 x 20 mm promus drug eluting stent was deployed in the mid left anterior descending, with 0% residual stenosis. In addition, the subject was treated medically for the event of malignant hypertension. On the next day, the event of malignant hypertension was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel. On (B)(6) 2013, the event of unstable angina was considered resolved without residual effects.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).